Event description:
The customer stated that they generated patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) with negative/low anion gap on the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument and observed the issue occured after replacement of buffer and reference valves on cell 2. The fse replaced the following parts: ise (ion selective electrode) buffer valve, reference valve, sample probe, and sample syringe on cell 2 which resolved the issue. The failure mode was determined to be due to multiple hardware malfunction. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Beckman coulter internal identifier is (B)(4).